Event description:
It was reported that during a procedure to treat a de novo, concentric, chronic total occlusion in the proximal left anterior descending artery with mild tortuosity, mild calcification and 100% stenosis, a guide wire was advanced and then a 1.2x6 rx mini trek dilatation catheter was advanced but could not cross the lesion due to the patient anatomy. The 1.2x6 rx mini trek dilatation catheter was simply withdrawn from the patient anatomy without resistance and the tip was found to be torn. Reportedly, the physician commented that the torn tip was caused by the calcified lesion. A 1.0x15 non-abbott dilatation catheter was able to cross the lesion with some resistance and dilatation was performed. Additional dilatation was performed with a 2.0x12 rx trek dilatation catheter. A 2.5x38 xience prime stent and a 3.0x38mm xience prime stent were implanted. The procedure was completed without issue after post dilatation. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: gt-r, gaia, glandslam; guide cath: heartrail ii bl3.5 7f. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.